Event description:
It was reported that before an unknown procedure, there was a small crack identified in the device. It is not known how the procedure was completed. There were no consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received with the tip of the sleeve melted. One possible cause for this type of damage may be interaction with an energized device used during the procedure. Caution should be taken to avoid contact between an energized device and the trocar during the surgical procedure. The batch record was reviewed and no anomalies were noted during the manufacturing process.